Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 17-jul-2023 h.6. Investigation summary: it was reported the needles would not allow medication through. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with the normal flow, and the other two samples did not expel the solution. These two needles are clogged. As the lot provided is 'unknown,' a device history record review could not be completed. There are quality controls currently in place to detect this type of defect during the production process, such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I have another needle that did not allow the provider to push the medication through. I now have 3 additional needles to add to the previous ones sent to the company.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I have another needle that did not allow the provider to push the medication through. I now have 3 additional needles to add to the previous ones sent to the company.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.